Manufacturer narrative:
Additional information has been requested to the representative. No further info concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial lead was repositioned due to dislodgment and an increase in pacing thresholds. No additional adverse patient effects were reported.